Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Further investigation was not possible as the respective patient sample was not available for testing.

Event description:
The user received questionable results for several drug of abuse assays and discovered a false positive benzodiazepine result for one patient urine sample. The sample gave a result greater than 200 ng/ml which was interpreted as positive and reported outside the laboratory. The sample was sent for confirmation by gas chromatography-mass spectrometry (gc-ms) and on (B)(6) 2011 the result was negative. The result from the confirmatory test was considered to be correct. The patient was not adversely affected. The benzodiazepine reagent lot number and expiration date were not provided. The user declined a service visit.